Manufacturer narrative:
Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2011-02068. It is reported that post a coronary stenting treatment procedure, the patient experienced chest pain. The target lesion being treated was located in the proximal left circumflex(cx). The lesion was 99% stenosed, 3.5mm in diameter and 14mm long. The lesion was treated with direct stent placement of a 3.5x16mm taxus liberte stent. Residual stenosis was 0%. During the index procedure, source notes noted that the patient complained of pain with inflation of the stent balloon. The patient was treated with nitroglycerin during the procedure. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced chest pain. During the intervention, the patient complained of chest pressure with inflation of a 2.5x15mm maverick balloon in the left posterior descending artery (l-pda). The patient was treated with nitroglycerin during the procedure. The event was considered resolved without residual effects.